Manufacturer narrative:
The field service engineer found the sample probe was leaking and an issue with the water system. He replaced the main pump and the degasser tank. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer performed liquid flow cleaning, replaced the pinch valve, and performed an instrument check that was acceptable. The customer performed a precision check and qc that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas e 801 analytical unit. Patient 1 initial estradiol result was 246 and the repeat result was 50. Patient 2 initial b-hcg result was 1605 and the repeat result was 1191. Patient 3 initial b-hcg result was 235 and the repeat result was 345. Patient 4 initial estradiol result was 390 and the repeat result was 269. Patient 5 initial estradiol result was 199 and the repeat result was 134. No units of measure were provided. The initial incorrect results were sent to the doctor and the amended repeat results were then phoned to each doctor. The estradiol reagent lot number was 59215401 with an expiration date of 31-dec-2022. The b-hcg reagent lot number was 58457501 with an expiration date of 31-jul-2023.